Manufacturer narrative:
A series of photos were provided showing (B)(6) tubing sets. Kinks were observed in the tubing. It is unknown if the kinks caused issues in flow without the return of the device. The reported complaint of kinks can be confirmed. The probable cause is unknown. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. Lot history review could not be reviewed due to the unknown lot number.

Manufacturer narrative:
The device is expected to be returned for evaluation, however, it has not yet been received.

Event description:
The event occurred on an unspecified date and involved a 124" (315 cm) appx 16.3 ml, 10 drop primary set w/3 clave¿, remv 2 gang 4-way stopcocks, rotating luer, 1 ext. The customer reported that they were having issues with kinked tubing for quite some time. The customer further reported that this issue has occurred with different sets and lots and can sometimes cause slow delivery of medications and fluids, to complete blockages. The kinks can be seen in multiple different sets. Harm was not reported as a consequence of the events.